Event description:
It was reported that the pt wanted to replace their current pump because it "went out over the weekend." The drug in the pump at the time of the event was not known.

Manufacturer narrative:
(B)(4).